Manufacturer narrative:
(B)(4). Batch #x9620j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid procedure the tip of the instrument broke off. It was retrieved and a new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 1/17/2023 d4 batch #: x9620j investigation summary the product was returned evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the distal guide weld broken and it was returned with the cable cut off. In addition, no top jaw missing was noted as reported. Due to the returned condition of the device, no functional testing could be performed with the generator. The damage to the distal guide was not enough to prevent the jaws to open and close as expected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Please refer to the IFU for proper handling of the device, note that ¿caution: do not grasp tissue beyond the electrode surface, in the hinge of the jaws. Do not overfill the jaws of the instrument with tissue. This could result in difficulty opening the jaws, partially cutting tissue, and unintended injury.